Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected of exhibiting premature battery depletion due to a recorded battery depletion alert. This device was subsequently explanted and replaced. No additional adverse patient effects were reported.